Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two (2) preloaded monofocal intraocular lenses (iol) did not open with patient contact. Through follow up we learned that when the customer went to inject the lenses, they would not unfold. Account indicated that patients were okay. Through further follow up we learned that the lenses were inserted into the patient's operative eye and there were additional maneuvers to position the lenses due to failure to unfold. The lenses were removed and replaced within the same procedure. No further intervention was required. No material is available to return. No further information was provided. This issue occurred twice. A separate report is being submitted for the other lens involved.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through further follow up it was confirmed that the lens was fully inserted into the patient's operative eye when it did not unfold. As a result the lens was removed and replaced with a new lens with no additional surgical maneuvers required. No material is available to return. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.